Manufacturer narrative:
The other device listed in this report: cat # unknown, lot # unknown, description: unknown mitch head, manufacturer: depuy it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
The solicitor's letter reported that the patient who had been implanted with a mitch accolade hip on the left side in (B)(6) 2009 was revised in (B)(6) 2018 due to elevated blood metal readings.